Event description:
I had 3 MRI scans #1 was a 3 t , no reaction scan # 2 my left arm and left fingers and left toes reacted . I had no control, spinal lesions were found the first MRI and the second scan same 3t MRI about 6 months apart. MRI scan #3. 1.5t no reaction. I have collected all the info on both MRI: manufacturers, serial numbers, software version etc. My reaction occurred when the rf turned on. I'm a (B)(6) radar engineer of 42 years. I have "sats" in earth orbit; I believe my lesions resonated with the second MRI 3t and caused my reaction. The rf frequency is lower on the 1.5t than the 3 t I have run into resonating frequency issues before. This is not a scam please (B)(6), (B)(6) peer reviewed papers. I have more than 50 science papers, I have written up my notes. I strongly believe this could be a different way to detect lesions; 805 261 9336 cell. Model number - I have in my notes. FDA safety report ID# (B)(4).